Manufacturer narrative:
A ge healthcare service representative provided remote technical support to the customer. The customer rebooted the system and was unable to reproduce the stated issue. No further calls from this customer were received regarding this issue. No report of patient involvement. A ge healthcare service representative provided remote technical support to the customer. The customer rebooted the system and was unable to reproduce the stated issue. No further calls from this customer were received regarding this issue.

Event description:
The hospital reported that the unit indicated a system failure on boot-up. There was no report of patient involvement.